Event description:
Size 27mm edwards magna mitral ease heart valve had severe mitral regurgitation in the central portion of the valve after implantation (tee validation). This necessitated going back on bypass and exchanging the valve. FDA safety report ID# (B)(4).